Event description:
It was reported that stent damage occurred. Vascular access was obtained via the left side. The 77% stenosed, 13mm in length, eccentric, de novo target lesion was located in the mildly tortuous and moderately calcified, 2.75mm in diameter left anterior descending artery. The lesion contained <=45 degrees bend. After a 185 pt2 guidewire crossed the lesion, pre-dilation was performed using a 2.75x20 emerge balloon catheter, leaving 53% residual stenosis in the lesion. A 16 x 2.75 rebel stent was then advanced for treatment, but was unable to cross the lesion. The device was removed and it was noted that the tip of the stent itself was deformed. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.